Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and replaced multiple hardware components on the cartridge chemistry side of the instrument associated with the sample and reagent handling system. Since multiple parts were replaced, the primary cause of the event was not determined. After replacement of multiple hardware components was performed, the customer reran the samples and all repeat results were considered correct.

Event description:
The customer reported obtaining false low alp (alkaline phosphatase) and/or total protein (tp) and albumin (alb) for six (6) patients, involving the unicel dxc 800 pro synchron system. The customer repeated the samples on an alternate dxc and same dxc (after servicing) and obtained higher alp, tp, and alb results considered correct. The false low alp, tp, and alb results were reported outside the laboratory. The customer is unaware if there was a change to patient treatment in connection to event. Quality control was within laboratory established ranges on the day of the event.